Manufacturer narrative:
Device is used for treatment, not diagnosis investigation could not be completed, no conclusion could be drawn as no device was returned. A review of synthes device history records for lot 7492351 revealed the 5.0mm ti locking screw was manufactured by synthes monument. Work order (B)(4) dated 9/25/2013 for (B)(4) parts was inspected to the synthes inspection sheet number (B)(4) revision f on 9/26/2013. (B)(4) parts were released to the warehouse on 5/30/2013. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Placeholder.

Event description:
Patient was implanted with a 11mm titanium cannulated retro/antegrade femoral nail and 5mm titanium locking screw on (B)(6) 2013. Patient was returned to the operating room on (B)(6) 2013 for removal due to non-union and possible infection. This report is 2 of 2 for complaint (B)(4).